Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Caller was guided by technical support to fill and load a new cartridge onto the pump using proper technique, which resolved the issue, allowing the caller to resume insulin delivery successfully.